Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 17 days after the implant of a transcatheter aortic valve, the patient had a defibrillator implanted due to new york heart association (nyha) functional classification iii congestive heart failure (chf), prior sudden cardiac arrest, left bundle branch block, and right bundle branch block.

Manufacturer narrative:
Updated: b2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 17 days after the implant of a transcatheter aortic valve, the patient had a defibrillator implanted due to new york heart association (nyha) functional classification iii congestive heart failure (chf), prior sudden cardiac arrest, left bundle branch block (lbbb), and right bundle branch block (rbbb). Additional information was received that patient experienced cardiac arrest prior to the transcatheter aortic valve replacement (tavr) procedure. The lbbb and rbbb occurred following the valve implant. Per the physician, the valve did not cause or contribute to the chf.